Event description:
It was reported that a user¿s ilet charger did not charge the device despite guided troubleshooting, including removing the case, orienting the device face up, and trying a different power outlet. No alarms, alerts, or adverse clinical effects reported. Outcomes included interruption of charging with replacement arranged to restore functionality. Investigation included technical troubleshooting performed remotely with user education. Investigation of this case revealed that the charging function remained ineffective after standard corrective steps. It was concluded that the charger was not functioning as intended and required replacement.